Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 254 mg/dl. Customer was hospitalized due to having a stroke. Customer reported that due to diabetes and heart disease, blood glucose had been affected. Customer was transferred due to requesting a belt clip replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.